Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of this issue was determined to be a false empty detected when the estimated night ultrafiltration (uf) was set too low. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, one iipv was identified in the treatment history file. The event occurred on (B)(6) 2015 at 19:49 during drain cycle one. The drain volume was 3839.72ml indicating 19.991% above maximum programmed volume (mpv) of 3200ml no further information was available.